Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue (mainbody) twist clamp of a transfer set was damaged. This issue was identified during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection with naked eye identified broken occluder feet. Functional testing including leak testing, clear passage testing, and clamp function testing were performed. Leak testing and clamp function testing failed due to the broken occluder feet. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.